Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Fishing pieces of tampon, out of my body - vagina [foreign body in reproductive tract] when removing a tampon it broke apart... Fishing pieces of tampon out of body [complication of device removal], when removing a tampon it broke apart [device breakage]. Case narrative: consumer reported via email that the tampon broke apart during removal. No serious injury was reported.